Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unknown low blood glucose (bg) level. The customer declined to troubleshoot due to being tired. During a follow-up call, the customer reported pump was functioning as intended and declined assistance from tandem technical support.